Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that a 3.0mmx98cm guide wire was incorrectly packaged as a 2.8mmx80cm guide wire resulting in a delay of surgery of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.